Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes bluselect. The complaint of suction line torn off where bonded to tube was seen on visual inspection upon photo . Cleaning product per manufacture recommendation was addressed and not following the IFU as described below. Page 2, description: "a clear suction line terminating above the cuff that allows pooled secretions to be aspirated. The suction line terminates with a connector for suction devices and a port to connector to either a syringe or a vacuum control valve that is included in pack". Page 5, using the suctionaid: "1 with the cuff inflated attach the suction device either syringe or low level suction to the suction line using the suction control valve, and slowly aspirate the secretions up to a maximum section level of 20mm hg. 2 if resistance is met on aspiration, flush the suction line with either air or sterile saline and aspirate again. If resistance to instillation of air or saline is still met and the instilled fluid cannot be withdrawn, the suction line may be blocked and the tracheostomy tube should be changed or an alternative means of suction instituted. 3 once suctioning is complete remove the suction device including the control valve and cap the luer port at the proximal end of the suction tube."

Event description:
Investigation completed and summary in h 10.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. During the use of the product (when the customer was squeezing sputum out of the suction line), the suction line got torn off at the part where it was bonded to the tube. No patient injury.